Event description:
On (B)(6) 2011, the patient was implanted with a gore excluder aaa endoprosthesis. After the gore excluder aaa endoprosthesis trunk-ipsilateral leg component featuring c3 was implanted on the right side below the renal artery, the gore excluder aaa endoprosthesis contralateral leg component was implanted. After cannulation of the contralateral gate, the device location was found to be partially covering the right internal iliac artery. The physician placed forward pressure as completion of deployment of the main body was attempted. The device appeared to be "shortened" by several millimeters. Intraoperating imaging then showed the trunk-ipsilateral leg component moved proximally and partially covered the right renal artery. The physician placed a 7 mm by 17 mm stent into the renal artery. The renal artery was widely patent. No coverage of the right hypogastric was reported at the end. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.